Event description:
Smiths medical int'l ltd. Has been notified via international affiliate of an incident which occurred involving a portex epidural minipack, 16g. It is reported that upon removal from the pt the catheter was found to be broken or cut. No adverse outcome reported.